Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the multiple patient records and orders did not cross over to all stations. A technical support specialist (tss) stated login issues across systems, which hospital information technology team (hit) had addressed without specifying the resolution. However, order transmission remained impacted. The investigation showed no alerts on stations or structured query language (sql) server management studio (ssms), and some orders were missing from the server. The carefusion coordination engine (cce) logs indicated last registered pharmacist (rx) connect message; and cce service was restarted twice. The hit appeared to be restoring the server, but connectivity remained unstable. Tss refreshed the message trace, and active directory (adt/rde) messages began crossing successfully from rx connect. The customer confirmed that all patient data was now visible, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patients not crossing the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.